Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. No abnormality related to the reported event was confirmed on the product's appearance. After visual testing, functional testing was performed. It was confirmed that the product's electronic alarm did not turn on and the low voltage lamp was lit. The root cause was due to a malfunction in the on/off microswitch. As a result, the interface board and on/off switch were replaced, and the device passed all functional and performance testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the low battery alarm sounds when turning on the device and even after the battery was replaced. Event occurred before patient in use, there was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.